Manufacturer narrative:
(B)(4). During follow-up with the customer, the customer stated the clearlink set had the manifold of the set become detached from the tubing, that was proximal to the male luer, while attempting to administer unknown fluids to a patient. This occurred during an infusion. The patient bled a small amount. However, there was no patient injury or medical intervention required. No additional information is available.

Event description:
A customer reported to baxter product surveillance of a clearlink set in which the connections are falling off and they're not even attached. This condition was noticed before usage. There was no patient involvement, injury or adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. The device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.